Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-discharge check, it was observed that this right atrial (ra) lead had dislodged. The lead was repositioned successfully. No additional adverse patient effects were reported.